Event description:
The device has been re-assessed and it is non-reportable. The patient harm is related to the pump and is reported on MFR number 1221934-2019-58811.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11: corrected data: b1, b2, b5, h1: the device has been re-assessed and it is non-reportable. The patient harm is related to the pump and is reported on MFR number 1221934-2019-58811. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter phone number: (B)(6). UDI: (B)(4). The serial number is unknown.

Event description:
It was reported by the sales rep via cst that during two cases the fms gave great visibility during all other parts of the procedure, but visibility become poor due to bleeding and suction issues during the acromioplasty. The sales rep was using the pump is duo mode with interface cable. The blue light was functioning on the interface cable when the shaver was activated. It¿s almost as if the interface cable wasn¿t reading the dyonic¿s shaver. A 3 minutes delay was reported. The procedure was completed with the same device. Fluid extravasation of the shoulder joint was also reported. No other information was provided.